Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had dropped the insulin pump and it had a blank display. The customer was getting out of bed and the insulin pump fell to the floor. The insulin pump had only a partial display. The customer had tried to reboot by taking the battery out several of times. The customer's blood glucose level at the time of the incident was 123 mg/dl. Troubleshooting was done but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and to return the product for analysis. The customer will call back to give the insulin pump's serial number.